Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to cholesteatoma. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed december 9, 2013.